Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A pressure test and clear passage under water were performed, and a leak in the third y-site clearlink was observed. An autopsy was performed, and a hole in the gland was observed. The reported condition was verified. The cause was determined to be related to manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set leaked from y-site closest to the patient. The was observed during patient infusion of normal saline. There was no report of patient injury or medical intervention associated with this event. No additional information is available.